Event description:
Recipient has not had hearing perception with the device for the past two 2 months since she fell and banged her head. The recipient had swelling over the implant site for a couple of days, but this later normalized. No further information is available for this syrian refugee.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient has not had hearing perception with the device for the past two 2 months since he fell and banged his head. The recipient had swelling over the implant site for a couple of days, but this later normalized. No further information is available for this syrian refugee.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Recipient has not had hearing perception with the device for the past two 2 months since she fell and banged her head. The recipient had swelling over the implant site for a couple of days, but this later normalized. No further information was available.